Event description:
Patient mentioned device didn't alarm when connecting/disconnecting power cables. Interrogation revealed speed drops to 8000 rpms; low speed was set at 8400. Power spikes noted at 13-15 range. Controller changed out rescue tape applied.